Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty of breathing. There was no report of patient any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged difficulty of breathing. There was no report of pateint any serious harm or injury. The manufacture also alleging spitting up stuff which was not mentioned in the previous report. In previous report, in h10 section the manufacturer incorrectly selected manufacturer narrative, and h6 was not updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged spitting up stuff and difficulty of breathing. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection was completed by the manufacturer and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and air path. There were also signs of water ingress in the blower box and on the blower motor. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. Unidentified plastic piece in blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the device has dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device. Section h6 updated in this report.